Event description:
Download data from an (B)(6) male pt revealed monitor memory failures. Zoll customer support contacted the pt and issued him a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (memory failure) was confirmed. Upon investigation the monitor software was corrupt due to a defective integrated memory chip on the monitor c/a board. The root cause for the defective memory chip could not be positively identified. No adverse event resulted from the defective memory chip. The pt received a replacement monitor.